Event description:
The territorial business manager (tbm) called stating that the back shroud that covers the controller was broken. There was a wire protruding out of the back panel intertwined with the caster fork. When the caregiver went to move the wire and it allegedly started sparking, smoking and caught fire. The flame was extinguished with a fire extinguisher. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 2 years 2 months old. The owner's manual part number 1143190 rev h (mar-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female whose height and weight are unknown. The consumer's preexisting medical condition consists of traumatic brain injury. She resides in a group home and may not be verbal. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Product is to be returned for an investigation.